Manufacturer narrative:
No conclusion can be made. As reactivity testing has not be performed, at this time the cause of the patient symptoms cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2015 the patient was implanted with a bard 3dmax light mesh. As reported within days of implant "it felt like burring and sand paper inside, other times sickly and aching." "Sharp pains started around 2019 and aching in other parts started a couple of months ago. Rash did not appear until 2018, pain had been semi intermittent." As reported the patient's symptoms seemed less when taking otc allergy medication. The patient's treatments have included "zinc, steroid creams, anti-fungal, moisturizing prednisone which helped as long as you were taking it, then it came back (never entirely went away) now there are multiple more creams but seem of little help." The contact has requested a mesh sample to be sent to the doctor for reactivity testing. As reported the patient will be undergoing explant of the mesh and would like to undergo reactivity testing prior to having the procedure performed.